Manufacturer narrative:
One unit model 5566 trapliner catheter was returned to vsi for evaluation. The device was examined and was found to be separated at the hypotube ribbon weld; a bend was observed at the breakage point of the device. A manufacturing record review was completed and zero related nonconformances were found. A returned product evaluation was also completed; the trapliner was examined and found to be separated. The breakage, however, was found to be distal of the balloon at the hypotube ribbon weld, not at the balloon as stated in the complaint. A bend was observed at the breakage point, supporting that the breakage was likely caused by a bend to the pushrod of the device.

Manufacturer narrative:
The device has been returned, but not yet fully evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Physician accessed femoral artery. The trapliner became detached at the balloon during a pci procedure. Device was removed in its entirety; snared cable and removed. No delay reported, also, no complications reported. It's reported as no medical intervention required.